Event description:
Institution has five reported patient safety events involving the nova stat strip glucometer. In all events, the glucometer automatically shuts down prior to test results generation. All involved patients have required re-fingerstick. Nova (vendor) states the issue is related to the glucometer battery, and defective batteries should be replaced. Battery replacements have been provided (40 replacements) by the vendor, but we require more batteries in order to ensure the same event does not re-occur with all other glucometers (approximately 150 glucometers in total use at our institution). Reference reports: #mw5119933, #mw5119935, #mw5119936, #mw5119937.